Event description:
Healthcare professional later reported concern with product. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, b.5, d.6.b, d.9, g.2, h.3, h.6.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture and anxiety¿product/procedure was received on dec 07, 2021 with lot number 2817217. Visual analysis of the returned device identified deformation. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Healthcare professional later reported "textured" removal. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: patient who has textured allegan implants and capsular contracture grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device remains implanted.